Manufacturer narrative:
There have been no recorded events of this nature against dvt garments for the past 5 years; MFR is currently reviewing the garment material (foam, pvc bladder, etc) for any issues/changes made to the material. Add'l info will be provided following the conclusion of the manufacturer's investigation.

Event description:
Female pt was admitted to the hosp for sinus surgery, and the flowtron device was applied pre-operatively prior to surgical procedure by staff. Pt developed itching on the lower legs 1 day post-op which progressed to redness in the area with bumps; discharged from hosp but did not inform staff about this. Second day post-op, the area worsened with blistering and fluid drainage (purplish in color). Treated with benadryl and otc antibiotic ointment initially; physician prescribed a different ointment, non-stick gauze dressing along with instructions to cleanse the site twice a day.